Manufacturer narrative:
Siemens customer care center (ccc) has notified the customer that the advia chemistry total bilirubin_2 assay has not been validated with neonatal samples and is not approved by the FDA for testing with neonatal samples. The instrument is performing according to specifications. No further evaluation of the device is required.

Event description:
The customer is running neonatal samples for total bilirubin_2 (tbil_2) on an advia chemistry 1800 instrument. A neonatal sample run on the advia chemistry 1800 instrument gave a high result. As per the laboratory's protocol all high samples are tested on an alternate platform. The result on the alternate platform was lower. The initial result was reported to the physician(s). The result obtained on the alternate platform was not reported to the physician(s). There were no reports of adverse health consequences due to the higher result for total bilirubin on the patient sample.